Event description:
Boston scientific received information that this product was part of a system revision due to infection. Attempts were made to obtain additional information however was unsuccessful. Evidence suggests the product was explanted. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.